Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the returned oxygen (o2) sensor into a lab use only (luo) electronic patient gas system (epgs) and connected the epgs to a system 1 simulator and ccm. Connected the epgs to o2 and air, entered a perfusion screen on the central control monitor (ccm). After the 15-minute warm-up period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.82 volts which is within the specification of .55-2.758 volts. Operated the epgs at 1 l/min flow and at 50 and 100% o2. Operated the epgs for six hours and for another four hours the next day with no ¿calibrate o2 sensor¿ messages occurring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per log analysis, on (B)(6) 2017 the gas system is successfully calibrated at 09:12:14. At 10:26:18 flow is set to 1.08 liters per min and fraction of inspired oxygen (fio2) is set to 71.8%. At 10:27:58. The gas system reported "o2 sensor and blender disagree, o2 sensor = 91.5% and blender = 71.8%. Since the difference is greater than 10%, the gas system will indicate calibration is needed as reported. Back pressure or a bad o2 sensor are the likely causes of this issue. As per subsidiary, the hose connections were checked and no gas leaks were noted. No audible alarms were noted. The unit successfully passed calibration prior to the procedure. Several attempts were made after the procedure to calibrate the unit but they were unsuccessful. The perfusionist noted that the partial pressure of oxygen (po2) in the patient was dramatically reduced. The patients po2 levels normalized when the perfusionist began to aerate with an o2 bottle. The manufacturer's subsidiary changed out the o2 sensor and checked gas pressure and the unit operated properly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) stopped and a "calibrate o2 sensor" message appeared. They connected oxygenator to oxygen (o2) tank for the remainder of procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2017, the perfusionist (ccp) calibrated the electronic patient gas system (epgs) oxygen (o2) sensor without issue. She proceeded to go on cardiopulmonary bypass (cpb) and during the procedure the central control monitor (ccm) displayed an error message that notified the ccp that the o2 sensor needed calibration. The flow from the epgs was at 1.0 l/min, but the ccp decided to change the input gas from the epgs to a tank of 100% o2, at a rated flow of 1 l/min. The perfusion team at the user facility does not connect the o2 line to the oxygenator to create a backpressure when calibrating the o2 sensor in the epgs. The team also does not have a vaporizer in-line for use on the procedures. Per the instructions for use (IFU), initiation of calibration starts with verification of the entire gas circuit connected to the oxygenator prior to initiation of calibration. The incident did not delay the surgical procedure, and the patient was weaned from cpb without issue. There was no harm nor blood loss associated with the incident.